Event description:
Additional information received clarified that the forceps would not open while attempting to peel membrane during a pars plana vitrectomy with membranectomy procedure in the right eye. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
A sample is available that has not yet been received at the manufacturer's location for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that multiple ophthalmic forceps would not open during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The received sample was found in the opened original packaging including cover foil. It was protected with bubble wrap. The received cover foil of the opened packaged had a different lot number than was originally reported. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose which blocks the forceps from activating. The complaint history was reviewed two years back. It showed (B)(4) comparable complaints. The device history record for the affected lot was reviewed by the manufacturer. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data, this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this single case (and (B)(4) related complaints within a time range of 24 months), the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).